Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is alcl and a seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient was diagnosed with alcl and had a seroma. Patient representative also reported "silicone in the lymph nodes due to a previous rupture and calcifications"; these events are not device related. Device was explanted. This record is for the right side.